Event description:
Breas medical has been informed that a patient passed away with a vivo 50 in close proximity. It was reported that the patient had been using a vivo 50 homecare ventilator on an intermittent basis prior to passing away. This vivo 50, s/n (B)(4), is currently kept at an away attorney office. Breas medical promptly requested access to the device and to log files in order to investigate the device. To date, however, the attorney for the estate of te decedent has not granted breas medical with access to the device. Currently it is therefore unknown whether or not the device may have caused or contributed to the event as no product has been returned nor access to log files has been granted. No conclusions can be drawn at this point in time. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Device has not been returned to manufacturer for investigation. Internal ref #: (B)(4). See scanned pages.